Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. A 2.50 x 12mm synergy xd drug-eluting stent was selected for treatment. However, the shaft broke while trying to introduce to the artery. The procedure was completed using an alternate device. No patient complications were reported, and the patient fully recovered.

Event description:
It was reported that shaft break occurred. A 2.50 x 12mm synergy xd drug-eluting stent was selected for treatment. However, the shaft broke while trying to introduce to the artery. The procedure was completed using an alternate device. No patient complications were reported, and the patient fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: synergy xd mr us 2.50 x 12mm stent delivery system was returned for analysis. A visual and tactile examination identified a hypotube break at 44.2cm distal from strain relief. Both sections of the hypotube were kinked at various locations along their lengths. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues, and a microscopic examination of the distal extrusion identified no damage. A microscopic examination identified no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information. Based on the limited information available it is likely that some form of resistance was encountered which resulted in excessive forces being applied to the device, resulting in the break. Potential interactions with challenging anatomy and interactions with other devices used during the procedure may have contributed to the reported break. It is unknown if the unreported kinks, identified along the hypotube, occurred during the procedure or during device handling post procedure.